Event description:
It was reported that the left ventricular (lv) lead was surgically abandoned due to stimulation. Local representative was having radio frequency (rf) telemetry anomaly. A new lead was implanted. No additional adverse patient effects were reported.